Event description:
It was reported that 81 months after the implantation the device showed abnormal characteristics during sensing / threshold test, which deemed to be due to telemetry. Removal of the header to allow appropriate function of the pacemaker to resume. The device remains implanted and active and it was suggested the patient be seen more often. Patient is female and is pacer dependent, so asystole was seen and the patient displayed some distress.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Programmer dump data were received for evaluation. The estimated longevity of 3 y. 8 m. Is expected according to the available information. With regard to the issues mentioned in the complaint description, the evaluation of the data did not show any peculiarity which might have led to the reported clinical event. There is no indication of a device malfunction. In conclusion, the device under complaint was not returned for analysis. Based on the information available the root cause of the clinical event could not be determined. However, the evaluation of the available data did not reveal any indication of a pacemaker malfunction. It cannot be excluded that communication disturbances with the programmer led to the reported event.